Event description:
Nurse got the hot pack out of unit stock, followed instructions to activate the pack and the pack exploded (top of pack) expelling contents on the nurse's hands, the floor, and a linen cart. This occurred in the corridor outside the patient's room and did not come in contact with the patient. Nurse washed his hands for five minutes with soap and water. The defective bag was disposed of.